Event description:
It was reported that the ventilator had a leakage. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed. The claimed issue was reproduced during troubleshooting. According to received information in service report, nozzle unit on air gas module was physically damaged. Nozzle unit was replaced to resolve the issue. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. According to the manufacturer's guidelines, the preventive maintenance of the system must be performed by authorized personnel at least once a year, or every 5000 hours of operation, whichever comes first. Nozzle units are included in maintenance kit 5000 hours. Based on information provided by technician last preventive maintenance was performed on 19 may 2025, which is sooner then a year, or every 5000 hours of operation. The cause of the claimed issue in this customer product complaint has been determined. The issue was related to defective nozzle unit.